Manufacturer narrative:
(B3) date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft break occurred. A 24 x 2.25 was selected for treatment; however, when the device was inserted into a 6f unspecified guide catheter, the middle of the shaft broke. The physician pulled the detached device back out of the guide catheter, since the stent was only past the y-adapter. Subsequently, another 16 x 3.50 promus premier select drug-eluting stent was inserted in the guide catheter, but the middle of the shaft also broke. The device was also removed, and the procedure was then completed with another stent. There were no patient complications reported.

Manufacturer narrative:
(B3) date of event: used the first day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR.: p select ous mr 24 x 2.25mm stent delivery system (sds), catheter was returned to the complaint investigation site (cis). A hypotube break was identified 40cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device.there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 24 x 2.25 was selected for treatment; however, when the device was inserted into a 6f unspecified guide catheter, the middle of the shaft broke. The physician pulled the detached device back out of the guide catheter, since the stent was only past the y-adapter. Subsequently, another 16 x 3.50 promus premier select drug-eluting stent was inserted in the guide catheter, but the middle of the shaft also broke. The device was also removed, and the procedure was then completed with another stent. There were no patient complications reported.